Event description:
It was reported that the day after a treatment procedure to place a greenfield filter, the pt was readmitted to the hospital due to bleeding and a low arterial hematocrit. The physician could not determine where the bleeding originated, and it was not confirmed that the bleeding was caused by the greenfield filter procedure. The pt was transfused with one unit of packed red blood cells and the bleeding resolved on its own. The pt was discharged the next day and is reportedly doing 'fine'.